Event description:
It was reported while using bd plastipak¿ syringes the syringe barrel cracked. There was no report of patient impact. The following information was provided by the initial reporter: patient reports the syringe has burst when trying to complete an ig infusion using a freedom 60 pump.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the syringe barrel cracked. There was no report of patient impact. The following information was provided by the initial reporter: patient reports the syringe has burst when trying to complete an ig infusion using a freedom 60 pump.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2009082, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were reviewed and verified the machines were operating under the validated limits. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, all parts were correctly molded and no damage or other defects were observed in the syringe barrels. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. Based on the available information we cannot identify a root cause at this time.